Event description:
During a right foot procedure the surgeon was inserting a cannulated screw 68 mm and the surgeon heard a snap. Surgeon discovered the screw threads were peeling and had unraveled into the pt's right foot. Surgeon managed to remove the big pieces of the thread and two flecks of metal remain in the pt.

Manufacturer narrative:
Add'l info has been requested. The screw was not explanted. Unable to provide the PMA/510k number and/or the date of manufacture, no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be completed.